Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an error when power turned on. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; the programmer was able to boot normally and passed functional test. Analysis found the programmer screen went blank when the display assembly was moved; display flex was found damaged. Analysis also found the lower hinge plate was cracked near the base, latch tab on the power cord bay door was broken, keyboard latch was broken, printer made noise when printing, and system fan was noisy.